Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: (B)(6) 2019.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection did not find any rupture related defects with the device. The balloon was inflated and no ruptures were identified. Therefore, the investigation is unconfirmed for the reported rupture. The definitive root cause for the reported rupture could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 07/2019).